Manufacturer narrative:
One used decontaminated device was received. Per visual inspection, the inflation line was detached from the pilot balloon. The complaint was confirmed, and no further analysis was performed. A root cause has not been established. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. This issue is being monitored, and further actions taken accordingly.

Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. D4: lot number, expiration date and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pilot balloon was replaced every two weeks. The tube currently in use was scheduled to be replaced the next day, but the pilot balloon fell off. Therefore, the tube was replaced as an emergency one day earlier than planned. It was reported no health hazards or adverse effects occurred.

Manufacturer narrative:
D4: insufficient information was provided to be able to determine the full UDI. UDI related data quality updates only.